Manufacturer narrative:
As received, only the connector portion of the lead was returned in one-piece measuring 20.0cm and 32.3cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18290, related manufacturer reference number: 2017865-2021-18296. It was reported that the patient deceased due to septic shock. The implantable cardioverter defibrillator, right ventricular (rv) lead, and right atrial (ra) lead were explanted at a crematory. It is unknown if the devices or leads caused or contributed to the patient death.